Event description:
It was reported there was a runaway alarm activated during extracorporeal life support (ecls) with rotaflow 2 position hl20 pump base providing support for a neonate, post cardiotomy. This occurred when the perfusionist changed pump mode from "free" mode to "arterial" pump mode. Seventeen minutes into ecls support, with stable patient hemodynamics at 500 ml/min through an adult quadrox-ID oxygenator with open shunt, transonic arterial line flow, measured at 350 ml/minute. Flow probe was placed on arterial line close to patient. The perfusionist changed the rotaflow pump mode from free mode to arterial pump mode. Runaway error occurred and pump stopped forward flow. However, transonic flow probe continued to read 300 ml/minute flow tolerated by patient. The perfusionist powered rotaflow off and on again to clear the alarm. Alarm cleared and flow again established at 500 ml/minute transonic flow measured 350 ml/minute. Use continued with no adverse consequences. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The "run-away error" message is displayed when the pump speed deviates +10% from the set value. The run-away error causes the pump to stop to prevent patient harm due to the increased pump speed. The device performed as specified.